Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine; further described as, ¿sponge appeared to not have any iodine¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.